Event description:
During operative hysteroscopy, the ceramic sheath broke inside the patient's uterus. The device was removed and replaced with new small wolf with an intact sheath. Particles were removed under direct visualization and the uterus was irrigated/flushed with saline. Radiographs were not obtained.